Event description:
It was reported that during the onset of a hyperglycemic event; the user paused the ilet pump and administered an external insulin injection while the pump remained connected; education was provided that full disconnection is preferred during such external insulin dosing to avoid overlapping insulin delivery. Symptoms included hyperglycemia. Outcomes included no alarms and completion of troubleshooting and education. Investigation included case review and user counseling on proper pump disconnection when injecting external insulin. Investigation of this case revealed no device malfunction and indicated user technique contributed to the event, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.